Event description:
It was reported by the patient that the patient's heart was "skipping beats" and is "out of rhythm." Follow up was attempted for additional information, but no information was received. The patient's device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.